Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient received a" replace generator soon" message. On her patient controller approximately 6 months ago. Troubleshooting was unable to resolve the issue. A company representative also met with the patient in pre-op and was unable to establish communication with the ipg. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective therapy was restored following the procedure.